Manufacturer narrative:
At the time of the event, the whitestar signature unit was not identified as the suspect product. However, amo's investigations subsequently determined that the whitestar signature unit contributed to the event. Amo issued a field correction on april 2, 2008 to change the priming instructions for the vitrectomy cutter and to modify pressure settings on the signature whitestar unit. The report of correction was submitted to the FDA on april 16, 2008 (reference recall number z-1702-2008). Amo reviewed reports in which vitrectomy cutters, used in conjunction with whitestar signature units affected by this field correction, did not function and determined that these events meet the requirements for medical device reporting as malfunctions. Therefore, we are reporting this event. The disposable vitrectomy cutters, model ngp0020 were returned to the manufacturer where they were inspected and functionally tested. The results of the tested were not able to duplicate the customer's experience. The products were found to meet all specifications for the device.

Event description:
The clinic reported three disposable vitrectomy cutters failed to cut during a vitrectomy procedure delaying surgical procedure; there was no report of patient injury, and another phacoemulsification system was used to complete the procedure.